Manufacturer narrative:
Date rec¿d by MFR : 22apr2019 . The manufacturer¿s international service technician confirmed the reported noise issue. The manufacturer¿s international service technician adjusted the position of the vibration-proof ring to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11april2019. Phone number not provided. (B)(4). A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported a resonance-like noise occurred from the inside when the unit was operating. There was no patient involvement. Event date not specified, estimate used.